Event description:
It was reported the patient was admitted to the hospital with apnea and hallucinations. The patient was given narcan and got better; did not ¿intimate¿. No diagnostics had been performed; it was noted that they would be performed in the future. The patient was being transferred to the (B)(6) hospital where the managing doctor was located. On (B)(6) 2015 it was further reported that the patient's adverse events were not believed to be related to the pump. The dose was decreased to 250 mcg/day with no change noted. The hcps (healthcare providers) were performing a dye study on (B)(6) 2015 "just to rule out". The patient had "psych issues" that were not related to the pump. On (B)(6) 2015 it was noted the dye study was normal. The patient has history of chronic obstructive pulmonary disease (copd) and sleep apnea so they think it's related to confusion. The patient was receiving effective therapy. The pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. I f additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).